Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the patient experienced phrenic nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2014; 407645, lead, implanted: (B)(6) 2014; ilxc1818135, stent graft, implanted: (B)(6) 2006; ilxc181885, stent graft, implanted: (B)(6) 2006. (B)(4).